Manufacturer narrative:
A review of complaints for the last 24 months did indicate 1 similar report for this system. The company representative examined the system, verified the system message, and observed fluid on the bottom of the fluidics module. The fluidics module was replaced; the system was then tested and met all product specifications. Visual assessment of the returned fluidics module revealed balanced salt solution (bss) residue on the faceplate, hub rollers and bottom panel. It was also observed that the hub rollers had a grainy feel to them and were difficult to move. The fluidics module passed all functional testing. Based upon other similar reports and the amount of bss seen inside the fluidics module, the reported event of bss in back of cassette is due to either the cassette and/or drainage bag leaking. The system is functioning as designed. As a preventative measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags to cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).

Event description:
A nurse reported that during surgery a system message was displayed and there was fluid behind the cassette. Initially it was reported that the patient was sent home without completing the procedure. Additional information received indicates that the case was completed by exchanging the system. There was no harm to the patient reported.